Event description:
A user facility reported to olympus that the air/water tube was clogged with foreign material. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and it was determined the air/water channel was clogged with a white fabric material during reprocessing and water could not be discharged; the scope was incorrectly or insufficiently reprocessed. Additional evaluation findings are as follows: (1) bending cover noted aging; (2) boot (protector) defects; (3) uneven light distribution due to smudged light guide lens; (4) smudged light guide lens. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing with a non-lint-free cloth, causing lint to adhere - moreover, the lint entered the air/water (a/w) channel due to an abnormality in the filter element of reprocessing. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function". Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." Olympus will continue to monitor field performance for this device.